Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient had experienced a low blood glucose (bg) that day of 30mg/dl with light headedness and difficulty concentrated after inadvertently receiving additional insulin due to unintended boluses. The patient was reportedly wearing her pump in her pants pocket and the pump was not locked, and additional unintended boluses in the amount of 46.6units had been delivered. The patient reportedly discovered the unintended boluses when she received a two-hour dose limit warning and saw how much insulin on board she had. The patient¿s healthcare provider was reportedly contacted at the time of the low bg and the patient was advised to discontinue the pump. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history did not show any related errors, alarms, or warnings. A review of the bolus history indicated 20 unit boluses were delivered on (B)(6) 2014 at 8:58am and 9:48am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No unprogrammed boluses occurred during testing. A normal 10unit bolus and a 10unit audio bolus were performed successfully and were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.